Manufacturer narrative:
(B)(4). Complaint is confirmed. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and the dovetail feature is flared & compressed and is fractured on the medial side. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. The persona tasp top fractures issue was previously investigated and identified that the tasps are susceptible to fracture from bending/torsional loading. The root cause of the reported issue is attributed to a design issue. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was discovered to be fractured prior to entering the operating room. There was no patient involvement.